Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It was reported by the patients attorney through the filing of a lawsuit that the patient underwent a left hip total arthroplasty on (B)(6) 2006. It is further alleged that after implantation the patient "began experiencing popping, catching, weakness and discomfort on his left side. Diagnostic workup revealed metallosis and marked elevation of serum cobalt and chromium". The patient's left hip was revised on (B)(6) 2016. (B)(6) noted that the capsule was filled with cloudy fluid, considerable black material around the entire aspect of the joint down to the femur. He also noted the existence of local tissue reaction and necrosis of the tissue. The trunnion has been worn down to a fine point, making the neck unstable, causing damage to the plastic and surrounding tissue.

Event description:
It was reported by the patients attorney through the filing of a lawsuit that the patient underwent a left hip total arthroplasty on (B)(6) 2006. It is further alleged that after implantation the patient "began experiencing popping, catching, weakness and discomfort on his left side. Diagnostic workup revealed metallosis and marked elevation of serum cobalt and chromium". The patient's left hip was revised on (B)(6) 2016. Dr. (B)(6) noted that the capsule was filled with cloudy fluid, considerable black material around the entire aspect of the joint down to the femur. He also noted the existence of local tissue reaction and necrosis of the tissue. The trunnion has been worn down to a fine point, making the neck unstable, causing damage to the plastic and surrounding tissue.

Manufacturer narrative:
This report was found to be a duplicate of a previously reported event under MFR report # 0002249697-2016-03644. Investigation findings will be provided in a supplemental report under MFR report # 0002249697-2016-03644 and any additional reports will be generated if needed.